Event description:
The customer notified siemens on (B)(4) 2013 that a dose 2 interlock - error 228 occurred during marc. The data that has been gathered in regard to this issue suggests that during the first pause state of the marc, there is improper switching between pfn and ipfn. There is a possible problem with the controller 3 firmware. Reportedly, it has been verified that the accelerating waveguide on the machine does have mark current components. There is no report of mistreatment or injury to a pt.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2013. This MDR is being submitted on (B)(4) 2013. Siemens' investigation into the reported occurrence is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation.